Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with history of deep vein thrombosis had vena cava filter deployed. Approximately six years six months post filter deployment, lower extremity ultrasound demonstrated nonocclusive deep vein thrombosis in the left common femoral vein, superficial femoral vein and external iliac vein. Approximately six years nine months post filter deployment, lower extremity ultrasound demonstrated persistent thrombus within the mid and peripheral aspect of the femoral vein, but was improved when compared to prior examination. Approximately one week later, CT scan performed for complaint of abdominal pain made note of an infrarenal filter. Approximately seven years five months post filter deployment, lower extremity ultrasound demonstrated chronic deep venous thrombosis in the left common femoral vein and the midportion of the left femoral vein. Findings were improved when compared with earlier examinations. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, the investigation is inconclusive for migration to the heart as it is unknown when the migration occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2011; manufacture date: 06/2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the entire filter had migrated to the heart and the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the entire filter had migrated to the heart and the filter struts have perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed for a patient with deep vein thrombosis. Approximately, five years of post-deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed an inferior vena cava filter was present. Around, three years and five months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that an inferior vena cava filter was present, and the struts extended outside the wall of the inferior vena cava in chronic fashion as seen previously. After, two days, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed an inferior vena cava filter with the struts extended outside the vessel wall was, again noted. Around, nine months later, a computed tomography of abdomen and pelvis was performed for motor vehicle accident and pain. The study showed an inferior vena cava filter which had struts extended outside the wall as seen previously. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, d4 (expiry date: 06/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.